Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04279 and MFR. Report # 3005099803-2010-04280). It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure. According to the complainant, during the procedure, the excelon transbronchial aspiration needle leaked from the connection between the syringe luer and the grey handle, thus preventing sufficient suction to get a sample. The procedure was completed by taking an additional sample using another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle bent and unable to retract.

Manufacturer narrative:
(B)(4): a visual examination revealed that the needle with the wire assembly was found bent and exposed (extended past the distal end of the sheath). The syringe assembly was not returned by the customer for evaluation. A functional evaluation found the needle assembly could not be retracted using the grey housing of the device. Additional testing, for device leakage by testing pressure and vacuum, could not be conducted due to the damages observed on the device. The luer of the grey housing where the syringe is attached was found to be free of any damage. The condition of the returned device is likely due to operational/procedural factors encountered during procedure. However, the customer's complaint of device leakage and insufficient suction could not be confirmed due to the condition of the returned device; therefore, the root cause is undeterminable. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.